Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k182004. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax loaner video scope ec38-i10l. In the event reported, it was stated that there was no video image. This anomaly was discovered in the operating room before use. There was no adverse event reported with this complaint. The device was returned to pentax on service order (B)(4) where it was evaluated. The inspector did not confirm the user narrative of "no video image". Inspection findings is as follows: customer complaint not duplicated; air/ water socket worn thread; passed dry leak test; passed wet leak test; up/ down control knob/ lever markings faded; right/ left brake knob markings faded. The device is currently pending repairs and will be returned to the loaner inventory when completed. A review of the service history indicates the device was routinely serviced at a pentax facility. On 26-aug-2021, a device history record (DHR) review for model ec38-i10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope had 1 non-conformance for not working well of curve, 1 rework for stopper repainted and no concession. The nonconformance was reworked was completed, and the device completed manufacturing on 22dec2015 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed.